Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular angioplasty procedure, the catheter tip detached within the patient. The physician had successfully acquired retrograde arterial access with the 4f pig catheter. During a catheter exchange over the stiff guide wire, the tip detached within the patient's common femoral artery but remained on the wire. The physician noted the patients excessive scar tissue from previously femoral artery surgery. As the physician removed the catheter from the vascular access site, the tip of the catheter was found protruding. The physician was able to successfully remove the detached tip form the patient by hand with no additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.